Event description:
The instrument jammed on the aortic artery; resection of the artery was necessary in order to release the instrument; bleeding present. No blood transfusion necessary; patient condition ok.